Manufacturer narrative:
Request to obtain additional information has been made. There has been no response at this time. There is currently insufficient information to determine the root cause of this event. It is unknown if patient and/or procedure related factors may have caused or contributed to this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic pericardial valve has been placed under evaluation for a valve-in-valve procedure after an implant duration of five (5) years, 11 months due to unknown reason. According to the physician, there was no allegation that the surgical valve prematurely failed. Additional information received: the interventional cardiologist decided the patient's sob is more likely due to coronary disease. They crossed the valve during a cath procedure and determined a mean cath gradient of 10 mmhg. They are holding off on any intervention for the surgical valve for now.

Event description:
It was initially reported that a patient with a 23mm 3300tfx aortic pericardial valve has been placed under evaluation for a valve-in-valve procedure after an implant duration of five (5) years and 11 months. The patient presented shortness of breath (sob). Additional information received: a cath procedure was performed as part of the patient's workup, and the interventional cardiologist decided the patient's sob is more likely due to coronary disease. During the cath procedure, the mean gradient across the valve was found to be 10 mmhg. The gradient was considered not high by the physician. The decision was made that an intervention was not required on the surgical valve. The patient cancelled his next follow-up appointment. According to the physician, there was no allegation that the surgical valve prematurely failed.

Manufacturer narrative:
H11: corrected data: based on the additional information obtained, there was no reported issues with this edwards device. This event is no longer considered reportable and this correction is being submitted.